Event description:
It was reported to philips that generator busy; x-ray unavailable; system rebooted on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service bypassed the ups and rebooted the system; follow-up planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).